Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a no delivery alarm on the insulin pump. Customer stated that she was having a bolus delivery signal and her blood glucose was 400 mg/dl at the time of the incident. Customer stated that the insulin exited during fixed prime. It was explained that there may be a possible site related issue or site/set occlusion. Customer was advised to change the entire infusion set system. Customer stated that she was unsure of the lot number and expiration date due to the materials not being near her and her being injured with broken ribs. Customer got another no delivery alarm while on the phone. Customer stated that she tried to manually push the insulin through the tubing and it would not go. Customer later called back and reported a high blood glucose level of 453 mg/dl and 498 mg/dl. Customer was advised to change the set immediately. Customer treated with a bolus but got a no delivery alarm. Customer treated with a manual injection.